Manufacturer narrative:
The sample was collected in a sst tube and refrigerated prior to repeat testing. Qc was within the customer's established ranges. They had some ft3 qc issue on 3/9, which was resolved via recalibrated on a new reagent pack. A system check was performed on (B)(4) 2011 and met specifications. A bci field service engineer (fse) performed a pm.54 type 1 cf verification protocol was completed and all testing met specifications. No hardware issues were noted. No clear root cause could be determined for this event.

Event description:
A customer contacted beckman coulter inc. (Bci) to report obtaining free t3 result above the normal reference range for one patient generated by unicel dxi 800 access chemistry analyzer. The result was reported out of the laboratory and questioned by the physician the sample was repeated on the same unit and result within the normal reference range was obtained. The customer is unaware if there have been any reports of patient injury requiring medical intervention or change to patient treatment attributed or connected with this event.